Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: the customer provided feedback for the infusion set have the model number and lot number to be printed on the IV sets. A device history record review could not be performed because a model or lot number was not provided by the customer. There was no issue identified by the customer that occurred due to not having the model number and lot number labeled on the IV set, and therefore no root cause failure analysis was conducted. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd IV set experienced an air in line alarm during use. The following information was provided by the initial reporter: customer concerned about when the IV set was loaded with the flo-stop fitment in the open position and caused an alarm. Even when the roller clamp is engaged the alarm will still sound.